Event description:
It was reported that the tips of the maryland bipolar forceps instrument are not aligned. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the teeth do not properly mesh due to one grip being .012" longer than the other. The side to side grip alignment is also slightly off by roughly .010". The yaw pulley and conductor cap of the longer grip are separated at the glue joint. Engineering also observed the distal end of the main tube to have a .250" long deep scratch with material removed. The scratch mark is not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.